Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after device implantation, cardiac tamponade occurred and the patient was hemodynamically unstable in the ward. A successful re-sternotomy was performed on (B)(6) 2026, and hospitalization was ongoing after surgical intervention.